Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h6. One ensitex surfacelink (surflink) module was received for evaluation. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to an electrical open wire to the navx belly patch pin. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.

Event description:
During the atrial fibrillation ablation procedure, communication issues resulted in a procedural delay. The ECG was shown on workmate claris but not on ensite x. The ECG cable and patches were checked. It was noted that the ECG was displayed on ensite x when the right leg electrode was disconnected from the electrode patch and disappeared again when it was reconnected. After revalidating, a "surface electrode impedance error" was displayed. The surface electrode patches were replaced but after revalidating, the error message returned. The error was gone briefly and the procedure was resumed but when the cs catheter was connected, signals were displayed on the workmate claris but not on ensite x. The right leg electrode was disconnected and this resolved this issue. The mapping catheter was connected and again, signals were displayed on workmate claris but not on ensite x. The right leg electrode was disconnected and reconnected, the cable was replaced, a different port on the ensite x was used, and the mapping catheter was replaced but all without resolution. It was decided to map the geometry of the left atrium without signals in voxel mode. After 2 minutes of mapping, the signals of the mapping catheter were displayed and signal collection and geometry of the left atrium was performed. One minute into this collection, extensive noise occurred on the mapping catheter. The procedure was able to be completed without adverse consequences to the patient. The delay was approximately 45 minutes.